Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump displayed motor malfunction alarm that customer had not seen before, and customer contacted technical support for assistance. There was no adverse impact to the customer¿s blood glucose level. Technical support walked customer through pump reset steps, malfunction alarm did not recur after reset, customer was advised to continue using pump and to call back if problem returned, and customer acknowledged understanding of instructions.